Manufacturer narrative:
(B)(4). Evaluation: the customer reported problem of "does not turn on" was confirmed by quality engineer as the main display not turning on. The problem was reproduced during service. Service determined that the cause was due to a defective central processing unit board, which was replaced to resolve the issue.

Event description:
The facility representative reported a flo-gard infusion pump with "does not turn on." It is unknown when this condition occurred in the emergency room. There was no report of patient involvement, injury, or medical intervention related to the device. Upon further review, the quality engineer has identified a display issue as the reported condition. This condition has the potential to interrupt delivery. No additional information is available.